Manufacturer narrative:
The insulin pump passed the self test. Insulin pump alarmed insulin flow blocked during priming due to moisture damage on the motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. No delivery alarm/occlusion during priming confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block. Customer stated that insulin was exited tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.